Event description:
When checking the device, 4 sics and 1 high-rate nsvt episode were recorded. There was clear noise over sense in the intracardiac waveform of the episode. It was thought that the possibility of the initial stage of disconnection was very high. Although it was not possible to identify the location of disconnection, the lead polarity was changed from bi to tnle, and the lead noise algorithm was also lumed on, and the patient was followed up with a short follow-up of 1 lo 3 months. Disconnection - it is suspected that the lead is incompletely fractured. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).